Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the connector on the end of the hemopro 2 extension cable broke when it was disconnected from the adaptor cable. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question. The date of the event was either (B)(6) 2012.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).